Manufacturer narrative:
UDI and 510k are unknown; no additional information was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A review of the device history records (DHR) showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Used decontaminated components were received in a plastic bag without its original packaging. Under visual inspection, the components appeared to be in good condition. The inflation test was repeated on the received sample. It was observed that it was not even possible to inflate the cuff because it leaked so badly. Then the sample was submerged in water and four tears in the cuff were observed. The customer was claiming that the cuff was found broken while testing but based on condition of the tube which was received, it was evident that the tube was used prior to testing. Due to fact that the cuff leak was not observed by testing prior to use, the most probable cause of the reported failure occurred with the user, during or after tracheostomy procedure due to contact with sharp edge which was in conflict with instruction for use: guard against cuff damage by avoiding contact with sharp edges."

Event description:
It was reported that the cuff was found broken while testing the tube. No patient injury was reported.